Manufacturer narrative:
Occupation: synthes employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure while inserting the femoral recon nail (frn), the frn insertion handle and driving cap broke. The nail wasn¿t inserted as far as surgeon wanted. It was an intraoperative event. This was due to the 14 mm entry reamer not being long enough for the nail to be inserted. It is unknown if there was surgical delay. Procedure and patient outcome were unknown. Concomitant device reported: unknown femoral recon nail (frn) (part # unknown, lot # unknown, quantity # 1), unknown reamer (part # unknown, lot # unknown, quantity # 1). (B)(4).